Event description:
It was reported to boston scientific corporation that a wallflex biliary rx covered stent was used during a stent placement procedure for a distal biliary stricture secondary to chronic pancreatitis, performed on (B)(6) 2010. According to the complainant, a pre-study stent placement cholangiogram on (B)(6) 2010 revealed a distal biliary stricture secondary to chronic pancreatitis. The stricture had previously been treated with a sphincterotomy, dilatation and a plastic stent. On (B)(6) 2010, the plastic stent was removed and a wallflex biliary rx covered stent was successfully implanted. A sphincterotomy was not performed during the stent placement procedure. The next day, (B)(6) 2010, the patient experienced abdominal pains. The patient is only able to eat solid food in small portions. No pain is reported specific to eating, but the patient feels as if the food is staying in the level of the stomach and is apprehensive to eat more than small portions. The patient does report continuous pain in her right upper abdomen. The patient continued with these symptoms, had one day without issues, and then the symptoms returned. On (B)(6) 2010, an assessment of biliary obstructive symptoms was negative. On (B)(6) 2010, an assessment of biliary obstructive symptoms revealed right upper quadrant pain and pale stools. Liver function tests were performed. The patient received medication, but the condition remains ongoing and has not yet been resolved. No other intervention has been necessary to treat this event, and the device remains implanted. The patient was discharged (B)(6) 2010. Additional information was received on may 19, 2010: the event description was updated to reflect that the patient had a bloating stomach, and that "food drops slowly." No medical intervention has been required to treat the event. The investigator has assessed this event as probably related to the stent placement procedure.

Event description:
It was reported to boston scientific corporation that a wallflex biliary rx covered stent was used during a stent placement procedure for a distal biliary stricture secondary to chronic pancreatitis, performed on (B) (6) 2010.according to the complainant, a pre-study stent placement cholangiogram on (B) (6) 2010 revealed a distal biliary stricture secondary to chronic pancreatitis. The stricture had previously been treated with a sphincterotomy, dilatation and a plastic stent. On (B) (6) 2010 the plastic stent was removed and a wallflex biliary rx covered stent was successfully implanted. A sphincterotomy was not performed during the stent placement procedure.the next day, (B) (6) 2010, the patient experienced abdominal pains. The patient is only able to eat solid food in small portions. No pain is reported specific to eating, but the patient feels as if the food is staying in the level of the stomach and is apprehensive to eat more than small portions. The patient does report continuous pain in her right upper abdomen. The patient continued with these symptoms, had one day without issues, and then the symptoms returned. On (B) (6) 2010, an assessment of biliary obstructive symptoms was negative. On (B) (6) 2010, an assessment of biliary obstructive symptoms revealed right upper quadrant pain and pale stools. Liver function tests were performed. The patient received medication, but the condition remains ongoing and has not yet been resolved. No other intervention has been necessary to treat this event, and the device remains implanted. The patient was discharged (B) (6) 2010.

Manufacturer narrative:
(B)(4): medical intervention required; bloating. (B)(4). Study source: (B)(4). As the device has not been returned, boston scientific corporation could not perform a technical analysis. A labeling review identified that this device was not used per the directions for use (dfu). However, the device was used as per the boston scientific (B)(4) study protocol to assess the safety and performance of temporary placement of the wallflex biliary rx fully covered stents as a treatment of biliary obstruction resulting from benign bile duct strictures. The most probable root cause is anticipated procedural complication.

Manufacturer narrative:
(B) (4). Medical intervention required. (B) (4). Study source: (B) (4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.